Event description:
It was reported that the balloon burst. An agent us mr 3.50 x 30mm was selected for treatment of the target lesion. During the procedure, the physician inflated the agent balloon to 18atm for 15 seconds and the balloon ruptured. The physician removed the agent balloon from the patient and another balloon was used to successfully complete the procedure. There were no patient complications.